Event description:
This procedure was performed in (B)(6).the customer states that during ablation the temperature didn&#39;t drop, but the level of energy remained at 20-25 w. While checking under the ultrasonic device the vein wasn&#39;t sealed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the closurefast catheter was received for evaluation with the original closurefast box, without the thermoform tray. No additional ancillary devices or cine images from the procedure were received. Visual inspection: the closurefast catheter shaft, coil, and connector were inspected and found no damages or anomalies that would appear to have contributed to the reported event. Testing/findings: the device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle. It should be noted during activation the wattage did not exceed 3.5w. The device passed continuity and resistance functional testing.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.